Event description:
Year after year has been hospitalized due to infections caused by the mesh put in, back in 1982. Has undergone many surgeries due to infections from hernia mesh. Loss of intestines, problems with organs, chronic pain, hernia recurrences. Ever since product was used to fix a hernia anna has undergone surgery every 2 to 4 years due to complications. In 2010, she lost a kidney due to this as well. Hernia mesh 1982 to 2012. Product could not be removed. Dr's medical records for dates and info on product are at (B)(6).